Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three devices were received for evaluation; 1 event was duplicated during testing. Two events were not duplicated during evaluation; however, the devices were out of specifications. Two devices were found to be affected by corrosion. One device was found to have damaged internal components. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device overheated and smoked. There was patient involvement; no patient impact.